Manufacturer narrative:
The patient's weight has been estimated. Previous driveline issue and repair reported under MFR # 2916596-2019-04248. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heartmate 2 short to shield. The patient required a ungrounded cable. The history showed a lot of power cable disconnect alarms without pump stops. The cause of the power cable disconnects were expired batteries. The patient was currently admitted for respiratory failure. The respiratory failure was not related to the left ventricular assist device (lvad) procedure. The cause of the respiratory failure was a drug overdose. The log file review did not capture any unusual events. The patient was back at home and remained on the ungrounded cable due to chronic short to shield. The patient had no symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the reported respiratory failure could not be conclusively determined through this evaluation, the account communicated that it was caused by a drug overdose. A direct correlation between this event and the device could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. No notable events were captured, and the pump appeared to have operated as intended above the low speed limit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas IFU and patient handbook both include information regarding driveline care; however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists respiratory failure as a potential adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.